Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/27/2015 with the following findings: evaluation revealed that the battery compartment is cracked below pad. The display is dim/fading/reddish. The battery cap is damaged/stripped and will not fit in battery compartment. A test battery cap was used to verify steps. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a cracked battery compartment and a dim/fading/reddish display. This report is made based on results of investigation completed on 08/27/2015.